Manufacturer narrative:
H3 ¿ the catheter portion was returned in 5 segments. Analysis of the catheter segments found ¿catheter body ¿ damage to transition tube¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 22-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving gablofen 500 mcg/ml for a total dose of 100 mcg/ml via an implantable pump. It was reported that the patient was seen for a routine elective replacement indicator (eri) pump replacement, and the implanted catheter did not appear to be flowing. It was noted they were unable to aspirate using catheter access port (cap) of old pump and catheter. It was unknown what factors may have led or contributed to the issue. The old pump was removed and cut sutureless connector off to revise. It was noted that no cerebrospinal fluid (csf) was dripping. They opened the spinal incision and located the catheter. The surgeon could not remove the catheter completely. The distal end appeared to be stuck somewhere inside the patient. The surgeon cut the catheter on the pump segment and they were unable to get csf to drip. The surgeon worked gently to remove it. They decided to leave a portion still in the body instead of risk of internal hemorrhage from pulling to hard. Surgical intervention occurred where the surgeon replaced the old 8781 with an new 8780 on (B)(6) 2020. Part of the old catheter remained in patient as noted above. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's medical history was asked, but unknown. The event date was (B)(6) 2020. No further complications were reported.